Event description:
The report received from the study indicated that the patient was enrolled in the study and had successful precise 8 x 30 carotid stent implantation in the mid left common carotid artery during the study index procedure. During follow-up, it was learned that the patient had expired approximately three (3) months after the study index procedure. The cause of death is unknown at the present time. Additional information has been requested but is not available at this time. The patient was asymptomatic for the index procedure. The mid left common carotid artery was reported to be: an 80% stenosis, 5.0 mm length, 8.0 mm reference diameter, concentric, and ulcerated. The lesion was pre-dilated. A 7 mm angioguard embolic protection device was used for the procedure. A precise 8 x 30 stent was implanted at the target lesion. The residual stenosis was 0%. The angioguard device was removed, with no debris noted. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. The patient had no neurological deficit upon leaving the angiography suite. The patient was discharged the day after the procedure.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.